Event description:
The user had an issue with results changing by a factor of ten for several assays. The user stated the problem began when the field application specialist changed the decimal point settings in the software, so this analyzer would match the other system at the site. The user she had about 10-15 bun results that had been reported and provided 12 examples. All results are in mg per dl. On (B)(6) 2009, sample 1 initial result was 65, repeat result was 7. Sample 2 initial result was 75, repeat result was 8. On (B)(6) 2009, sample 3 initial result was 391, repeat result was 41. Sample 4 initial result was 309, repeat result was 33. Sample 5 initial result was 275, repeat result was 29. Sample 6 initial result was 213, repeat result was 23. Sample 7 initial result was 197, repeat result was 21. Sample 8 initial result was 154, repeat result was 16. Sample 9 initial result was 548, repeat result was 57. Sample 10 initial result was 193, repeat result was 20. Sample 11 initial result was 168, repeat result was 17. Sample 12 initial result was 98, repeat result was 10. The user stated, it was unk if the patients were adversely affected.

Manufacturer narrative:
The field application specialist determined there was an application error and deleted then reloaded the applications. The decimal places were confirmed to be correct by calibration, qc and observation on sample reports.